Manufacturer narrative:
The valve did not meet the requirements for patency testing. This precluded siphon, reflux, pressure-flow and pre-implantation testing. The valve met the specifications for leak testing. There was a large amount of proteinaceous debris observed in the interior and the exterior of the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the shunt was explanted due to occlusion. According to the report, the physician suspected that the cause of this issue could have been that the patient had a high protein concentration or because of placement of the shunt in the inferior horn of the ventricle. The report stated that the patient has not shown any signs of health hazard.